Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on (B)(6) 2023, (B)(6) 2023 and (B)(6) 2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the unit turns on by itself. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.    The customer spoke with a philips remote service engineer (rse). The rse recommended replacing the user interface (ui) printed circuit board assembly (pcba).